Manufacturer narrative:
28-sep-2023 case update: complained product will not be not available.

Event description:
Toothbrush head completely separated from the internal mechanism in the tooth brush handle and it is completely broken - oral-b [device breakage]. Case narrative: a spouse via e-mail stated that while their wife was using her oral-b io series 7 toothbrush, the oral-b io toothbrush head completely separated from the internal mechanism in the toothbrush handle and it was completely broken. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Toothbrush head completely separated from the internal mechanism in the tooth brush handle and it is completely broken - oral-b [device breakage]. Case narrative: a spouse via e-mail stated that while their wife was using her oral-b io series 7 toothbrush, the oral-b io toothbrush head completely separated from the internal mechanism in the toothbrush handle and it was completely broken. No injury was reported.